Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The caller stated that boluses were not being delivered. The patient experienced elevated blood glucose levels of vomiting and went to the hospital. The blood glucose results obtained at the hospital were not provided. The patient was treated with intravenous therapy and given an atrial blood gas test. The patient was hospitalized for two days. The infusion device was requested to be returned for product evaluation.